Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot charge due to perpetual rebooting. Open receiver, detached ui pcba, and retrieve the receiver download. Receiver log review:- the customer complaint could not be confirmed because "screen recoverable error alarm" was not observed within the investigation window y. Functional testing was unable to be performed. The customer complaint could not be confirmed because there were no indications that the receiver rebooted by itself and could not recover after automatic shutdown. The reported event of initializing screen without manual restart was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.